Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer called tech services to see if the frame was under warranty as he states the front near the riggings is broken is several places.